Event description:
It was reported that the lead was capped and replaced due to fracture. The pacemaker dependent patient had previously had syncopal episodes due to undetermined causes.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the connector pin measuring 11.1 cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.